Manufacturer narrative:
(B)(4).

Event description:
It was reported "control head stuck in reboot loop". No patient injury or consequence reported. To continue therapy, the pump console was swapped. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 cpm board with 3.11.00 firmware. The sample was returned in the cpm board shipping box, protected by protective shipping packaging, and further enclosed in an electrostatic protective bag. Visual inspection of the cpm board was performed, and no abnormality was noted the alarm history log files, picture, and video through alarm backup log were reviewed. The log files show several alarms and activities; however, the multiple "system error 10" had occurred. The picture shows the label of iabp serial number, which is consistent with the report serial number. The video shows the display screen rebooting, which is consistent with the reported details. The returned cpm board was installed into a known good ac3. All voltages were within specification. Upon powering up the screen began brightening and became covered in vertical black/blue lines. The pump system and screen then underwent a reboot cycle. Following the pump reboot cycle, the system repeated the same display issue while the piezo alarm was still sounding. The system and screen continued this cycle before being turned off. Further testing was performed with manufacturing engineering to check for a faulty crystal. The system powered up as normal with no issue with the display screen. No issue was noted with the crystal and the system booted up as normal. The pump was left to run for approximately 1 hour without any issues. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "control head stuck in reboot loop" is confirmed. During the complaint investigation, the returned cpm was found to intermittently undergo a reboot cycle upon starting the pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the distorted display screen. The root cause of this complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "control head stuck in reboot loop". No patient injury or consequence reported. To continue therapy, the pump console was swapped. The patient's current condition is reported as "fine".